Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014; inratio inr: 1.5; laboratory inr: 2.8; therapeutic range: 2.0 - 3.0. The time between testing was within minutes. There wa sno reported adverse event. There was no add'l info provided.

Manufacturer narrative:
Investigation pending.